Event description:
A patient reported left implant rupture discovered by MRI scan. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified: underweight, an opening on posterior, red particles on the shell. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, g.2, h.3, h.4, h.6c.

Event description:
A patient reported left implant rupture discovered by MRI scan. The device was explanted.